Manufacturer narrative:
Date sent: 2/9/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the clip would not squeeze all the way leaving a loop. Another device was used to complete the procedure. There was no adverse consequence to the patient.